Event description:
It was reported that stent insufficient apposition occurred. The 80% stenosed target lesion, with an inner diameter of 3.00 mm, was located in the mildly tortuous and moderately calcified mid-left anterior descending artery. A 12 x 3.50 mm promus premier drug-eluting stent (des) was deployed without any difficulties. However, the vessel dilated post-deployment, and the stent failed to appose. The device was removed and replaced with a larger-diameter stent to complete the procedure. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).